Event description:
A rod, implanted during a one level lumbar procedure, was noted on 2-week follow-up x-ray to have migrated. Patient was returned to the or for removal of old hardware and placement of new hardware. The l3 locking cap was noted to have a separation in the saddle.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.